Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened dome. The keypad connector was inspected and no anomalies noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specifications no failed battery test noted. The insulin pump passed self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No rewind anomaly noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump will not rewind and the keypad is not responsive. The customer indicated that he is unable to get into the menu as the buttons do not work and was unable to perform the self test. The customer's blood glucose reading was 409 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.